Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve appeared to be heavily calcified, with extremely reduced motility of one the three leaflets. These factors can be attributed to the re-stenosis of the valve. However, the exact cause of the valve stenosis cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our european affiliate, five years post tavr, the patient presented with increasing dyspnea, chest pain, diaphoresis and palpitations. The patient was diagnosed with severe aortic stenosis and heart failure. Echo indicated the existing 23mm sapien valve was heavily calcified, with one leaflet so stenosed it was barely moving. A 23mm sapien xt valve was successfully implanted in the existing 23mm sapien valve, resulting in no central aortic insufficiency (cai).